Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Two devices were returned to curia. After the investigation at curia lab, the first device exhibits "normal device characteristics". In this case, the complaint was not confirmed. The second device exhibits "trigger finger pre-released." In the second case, the complaint was confirmed. There were no nonconformities, failures, or deviations documented in the batch record during the manufacturing of advate with baxject iii lot tata011aa which could have contributed to the reported problem. A review of the batch records associated with the manufacturing of lot tata011aa was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that the total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. All non-conformances generated prior, during, and after the manufacturing of lot tata011a /tata011aa were reviewed and determined to have no impact to the product. Root cause due to supplier issue. Corrective actions implemented by supplier and takeda CAPA pr 3951218. A review of the february monthly report for advate bjiii was also performed relative to the subcategory 'leaking'. The complaint rate for this subcategory for 2024ytd is approximately (B)(4), in comparison to previous years; 2022 (B)(4) and 2023 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
The complaint states, "patient stated one vial was leaking. Patient returned vial to customer 1 vial of advate because vial was leaking." Follow up information: additional information obtained from (B)(6) on 15feb2024: 1. Did the patient miss a dose due to this occurrence? Ans: patient did not miss any doses as they infused another vial they had on hand. We sent a replacement vial. 2. Did the patient notice any damage to the vial? Ans: it's not known if patient noticed any damage to the vial. (B)(6) 2024: follow up and response from accredo of sample available and update that 2 vials with same lot number for same patient had issues. (B)(6) 2024: whlabs sample receipt notification received and evaluation request sent.